Manufacturer narrative:
B5: describe event or problem updated. B2: date of death: the date of death was not reported and was entered as an estimate based on the event description. Device technical analysis: the 4.50 x 16mm synergy megatron was returned for analysis. The distal section of the device was received trapped inside a graft. Visual and tactile examination revealed multiple kinks along the entire length of the hypotube. The device was received in two sections due to a break at the guidewire exit port. The distal extrusion was flattened at 7.2cm to 7.6cm distal to the guidewire exit port. The distal section of the break was received trapped inside a graft. The actual graft was received with the distal section of the device trapped inside. A visual and tactile examination of the graft noted the presence of harden calcified plaque inside the damaged graft. Microscopic examination of the break site in the midshaft extrusion, identified no significant stretching. A section of the proximal end of the balloon exited the graft. The detached section of the device was removed from the graft the balloon was examined microscopically. Initially no tears or pinholes could be identified however, there was a large build-up of blood on the surface of the balloon and inside the balloon which compromised the inspection of the balloon material. Later in the analysis when positive pressure was applied to the balloon, a pinhole leak was identified in the balloon material. The pinhole leak was located at 3mm distal from the proximal markerband. The exposed section of the device protruded from the graft. The crimped stent was pulled distally on the balloon and appeared to be caught on another stent that was in the graft. When the graft was dissected in order to remove the trapped detached section of device, it was clear that the crimped stent was caught up inside another stent. A microscopic examination of this synergy megatron stent noted that the stent was flared at both the proximal and distal ends. The midbody of the stent remained crimped onto the balloon and did not appear to have been subjected to any positive pressure. The previously placed stent that got caught on the synergy megatron crimped stent was severely damaged with its stent struts severely stretched and damaged. A microscopic examination of the distal tip section of the device identified that the tip was damaged. The tip appeared to be pinched closed. Due to the flattening that was evident in the distal extrusion along with the tip damage, it was not possible to load a 0.014 inch size wire through the device. When an attempt was made to inflate the balloon, a pinhole leak was observed 3mm distal from the proximal markerband. This pinhole leak prevented the balloon from fully inflating. The mid-section of the crimped stent did not exhibit any signs of partial expansion due to the leak. Media provided by the customer was reviewed by boston scientific medical personnel. Early angiographic images demonstrate deformation of the proximal struts of a previously implanted ostial stent; the timing and mechanism of this deformation cannot be definitively determined from the available information. When considered in conjunction with the reported difficulty in advancing the pre-dilation balloon and the lack of clearly documented co-axial guide engagement, these findings are consistent with the possibility that the guidewire, and subsequently the balloon and stent delivery system, may have been advanced through the struts of the previously implanted stent protruding into the aorta rather than through the true stent lumen. Passage of a guidewire outside the stent lumen during re-engagement in repeat (percutaneous coronary intervention) pci is a recognized procedural scenario in cases involving ostial stents with aortic protrusion and represents a known procedural risk. Such a scenario may reasonably result in abnormal mechanical interaction between the delivery system and the stent struts, which may have caused localized damage to the stent balloon, including pinhole formation during inflation, leading to balloon leakage and incomplete expansion. Additionally, partial retention or entrapment of the stent balloon within an undeployed stent could plausibly increase friction during attempted withdrawal, potentially contributing to shaft fracture during retrieval. While definitive causation cannot be established, based on the available information, the sequence of events described above is not inconsistent with the device-related findings reported. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the synergy megatron device confirmed that the event of 'stent profile problem, shaft break, balloon material rupture, balloon difficult to remove/withdraw from stent, and tissue damage' are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to procedure based on the information available and the review of the procedural media. The complaint allegations were confirmed through device analysis. A similar complaint review confirmed that to date there are no similar complaints reported from this batch. Although the event of 'death' is listed in the product IFU as a known adverse event, it is most likely that procedural complications resulted in the complaint events.

Event description:
It was reported that the shaft broke, the balloon ruptured, and patient death occurred. The patient presented with coronary artery disease (cad), in-stent restenosis and underwent percutaneous coronary intervention (pci) targeting severely calcified of the proximal venous bypass graft via radial access using an al2 guide catheter. Pre-dilatation was performed with 2.0 mm and 2.5 mm balloons; a 4.0 mm balloon failed to cross the lesion, while both a 3.0 mm and a 4.5 mm non-compliant (nc) balloon successfully passed and pre-dilated the area. A 4.50 x 16 mm synergy megatron drug-eluting stent was selected for use. The balloon shaft was inspected prior to insertion, with no visible kinks noted, and minimal force was required to advance the delivery system. The stent deployed in the proximal venous graft. During balloon inflation, rupture occurred, evidenced by contrast leakage. The balloon expanded distally and proximally but not in the middle, producing a "dog bone" appearance. The maximum pressure reached was 3 atm. Upon retraction, no resistance was encountered, but it was noted that approximately 20 centimeters of the distal portion of the delivery system, including the balloon, had remained inside the patient. Angiography confirmed the retained segment by visualizing balloon markers. Multiple retrieval attempts were made over 1.5 hours using a gooseneck snare, both over the initial wire and a second wire, but these were unsuccessful. The procedure was prolonged, additional medication was administered, and the patient was scheduled for surgery later. During surgery, one day later, the stent and balloon became lodged at the proximal anastomosis of an old saphenous vein graft, which had been implanted into a pericardial patch sewn onto the aortic wall. The lima graft was inadvertently severed during surgery. The surgeon constructed a new graft to replace it. The stent and balloon were removed in one piece along, along with a short proximal segment of the vein graft. The detached distal end of the delivery system, including the balloon, was also successfully retrieved. Following the procedure, the patient experienced a cerebrovascular accident (cva) and reported feeling unwell. A transesophageal echocardiogram (tee) was performed; however, imaging of the heart proved challenging. Air was observed in the thoracic cavity, likely resulting from the surgical intervention. Additionally, a tear was identified in the esophagus, possibly caused by the tee procedure. Esophageal cancer was also noted by another physician during the consultation. Given the patient's multiple comorbidities and deteriorating condition, the medical team, in agreement with the family, decided to discontinue all further treatment. The patient passed away. It was further reported that the venous bypass graft demonstrated a calcified stenosis at the ostium, which was severe and necessitated intervention. In the physician's opinion, the synergy megatron device was implicated in the complication and indirectly contributed to the patient's death. The shaft fracture was described as spontaneous, occurring without any external provocation. The physician noted that, had this complication not occurred, the patient would likely have survived. However, the death was not attributed to a single direct cause, but rather to a cascade of complications and clinical findings that collectively led to the patient's demise. It was further reported that during the initial surgical intervention, retrieval of the distal stent and balloon segment resulted in transection of the lima. A new lima graft was then created.

Event description:
It was reported that the shaft broke, the balloon ruptured, and patient death occurred. The patient presented with coronary artery disease (cad), in-stent restenosis and underwent percutaneous coronary intervention (pci) targeting severely calcified of the proximal venous bypass graft via radial access using an al2 guide catheter. Pre-dilatation was performed with 2.0 mm and 2.5 mm balloons; a 4.0 mm balloon failed to cross the lesion, while both a 3.0 mm and a 4.5 mm non-compliant (nc) balloon successfully passed and pre-dilated the area. A 4.50 x 16 mm synergy megatron drug-eluting stent was selected for use. The balloon shaft was inspected prior to insertion, with no visible kinks noted, and minimal force was required to advance the delivery system. The stent deployed in the proximal venous graft. During balloon inflation, rupture occurred, evidenced by contrast leakage. The balloon expanded distally and proximally but not in the middle, producing a "dog bone" appearance. The maximum pressure reached was 3 atm. Upon retraction, no resistance was encountered, but it was noted that approximately 20 centimeters of the distal portion of the delivery system, including the balloon, had remained inside the patient. Angiography confirmed the retained segment by visualizing balloon markers. Multiple retrieval attempts were made over 1.5 hours using a gooseneck snare, both over the initial wire and a second wire, but these were unsuccessful. The procedure was prolonged, additional medication was administered, and the patient was scheduled for surgery later. During surgery, one day later, the stent and balloon became lodged at the proximal anastomosis of an old saphenous vein graft, which had been implanted into a pericardial patch sewn onto the aortic wall. The lima graft was inadvertently severed during surgery. The surgeon constructed a new graft to replace it. The stent and balloon were removed in one piece along, along with a short proximal segment of the vein graft. The detached distal end of the delivery system, including the balloon, was also successfully retrieved. Following the procedure, the patient experienced a cerebrovascular accident (cva) and reported feeling unwell. A transesophageal echocardiogram (tee) was performed; however, imaging of the heart proved challenging. Air was observed in the thoracic cavity, likely resulting from the surgical intervention. Additionally, a tear was identified in the esophagus, possibly caused by the tee procedure. Esophageal cancer was also noted by another physician during the consultation. Given the patient's multiple comorbidities and deteriorating condition, the medical team, in agreement with the family, decided to discontinue all further treatment. The patient passed away. It was further reported that the venous bypass graft demonstrated a calcified stenosis at the ostium, which was severe and necessitated intervention. In the physician's opinion, the synergy megatron device was implicated in the complication and indirectly contributed to the patient's death. The shaft fracture was described as spontaneous, occurring without any external provocation. The physician noted that, had this complication not occurred, the patient would likely have survived. However, the death was not attributed to a single direct cause, but rather to a cascade of complications and clinical findings that collectively led to the patient's demise.

Manufacturer narrative:
B2: date of death: the date of death was not reported and was entered as an estimate based on the event description. Device evaluated by manufacturer: the 4.50 x 16mm synergy megatron was returned for analysis. The distal section of the device was received trapped inside a graft. Visual and tactile examination revealed multiple kinks along the entire length of the hypotube. The device was received in two sections due to a break at the guidewire exit port. The distal extrusion was flattened at 7.2cm to 7.6cm distal to the guidewire exit port. The distal section of the break was received trapped inside a graft. The actual graft was received with the distal section of the device trapped inside. A visual and tactile examination of the graft noted the presence of harden calcified plaque inside the damaged graft. Microscopic examination of the break site in the midshaft extrusion, identified no significant stretching. A section of the proximal end of the balloon exited the graft. The detached section of the device was removed from the graft the balloon was examined microscopically. Initially no tears or pinholes could be identified however, there was a large build-up of blood on the surface of the balloon and inside the balloon which compromised the inspection of the balloon material. Later in the analysis when positive pressure was applied to the balloon, a pinhole leak was identified in the balloon material. The pinhole leak was located at 3mm distal from the proximal markerband. The exposed section of the device protruded from the graft. The crimped stent was pulled distally on the balloon and appeared to be caught on another stent that was in the graft. When the graft was dissected in order to remove the trapped detached section of device, it was clear that the crimped stent was caught up inside another stent. A microscopic examination of this synergy megatron stent noted that the stent was flared at both the proximal and distal ends. The midbody of the stent remained crimped onto the balloon and did not appear to have been subjected to any positive pressure. The previously placed stent that got caught on the synergy megatron crimped stent was severely damaged with its stent struts severely stretched and damaged. A microscopic examination of the distal tip section of the device identified that the tip was damaged. The tip appeared to be pinched closed. Due to the flattening that was evident in the distal extrusion along with the tip damage, it was not possible to load a 0.014 inch size wire through the device. When an attempt was made to inflate the balloon, a pinhole leak was observed 3mm distal from the proximal markerband. This pinhole leak prevented the balloon from fully inflating. The mid-section of the crimped stent did not exhibit any signs of partial expansion due to the leak. Media provided by the customer was reviewed by boston scientific medical personnel. Early angiographic images demonstrate deformation of the proximal struts of a previously implanted ostial stent; the timing and mechanism of this deformation cannot be definitively determined from the available information. When considered in conjunction with the reported difficulty in advancing the pre-dilation balloon and the lack of clearly documented co-axial guide engagement, these findings are consistent with the possibility that the guidewire, and subsequently the balloon and stent delivery system, may have been advanced through the struts of the previously implanted stent protruding into the aorta rather than through the true stent lumen. Passage of a guidewire outside the stent lumen during re-engagement in repeat (percutaneous coronary intervention) pci is a recognized procedural scenario in cases involving ostial stents with aortic protrusion and represents a known procedural risk. Such a scenario may reasonably result in abnormal mechanical interaction between the delivery system and the stent struts, which may have caused localized damage to the stent balloon, including pinhole formation during inflation, leading to balloon leakage and incomplete expansion. Additionally, partial retention or entrapment of the stent balloon within an undeployed stent could plausibly increase friction during attempted withdrawal, potentially contributing to shaft fracture during retrieval. While definitive causation cannot be established, based on the available information, the sequence of events described above is not inconsistent with the device-related findings reported.

Manufacturer narrative:
B2: date of death: the date of death was not reported and was entered as an estimate based on the event description.

Event description:
It was reported that the shaft broke, the balloon ruptured, and patient death occurred. The patient presented with coronary artery disease (cad), in-stent restenosis and underwent percutaneous coronary intervention (pci) targeting severely calcified of the proximal venous bypass graft via radial access using an al2 guide catheter. Pre-dilatation was performed with 2.0 mm and 2.5 mm balloons; a 4.0 mm balloon failed to cross the lesion, while both a 3.0 mm and a 4.5 mm non-compliant (nc) balloon successfully passed and pre-dilated the area. A 4.50 x 16 mm synergy megatron drug-eluting stent was selected for use. The balloon shaft was inspected prior to insertion, with no visible kinks noted, and minimal force was required to advance the delivery system. The stent deployed in the proximal venous graft. During balloon inflation, rupture occurred, evidenced by contrast leakage. The balloon expanded distally and proximally but not in the middle, producing a "dog bone" appearance. The maximum pressure reached was 3 atm. Upon retraction, no resistance was encountered, but it was noted that approximately 20 centimeters of the distal portion of the delivery system, including the balloon, had remained inside the patient. Angiography confirmed the retained segment by visualizing balloon markers. Multiple retrieval attempts were made over 1.5 hours using a gooseneck snare, both over the initial wire and a second wire, but these were unsuccessful. The procedure was prolonged, additional medication was administered, and the patient was scheduled for surgery later. During surgery, one day later, the stent and balloon became lodged at the proximal anastomosis of an old saphenous vein graft, which had been implanted into a pericardial patch sewn onto the aortic wall. The lima graft was inadvertently severed during surgery. The surgeon constructed a new graft to replace it. The stent and balloon were removed in one piece along, along with a short proximal segment of the vein graft. The detached distal end of the delivery system, including the balloon, was also successfully retrieved. Following the procedure, the patient experienced a cerebrovascular accident (cva) and reported feeling unwell. A transesophageal echocardiogram (tee) was performed; however, imaging of the heart proved challenging. Air was observed in the thoracic cavity, likely resulting from the surgical intervention. Additionally, a tear was identified in the esophagus, possibly caused by the tee procedure. Esophageal cancer was also noted by another physician during the consultation. Given the patient's multiple comorbidities and deteriorating condition, the medical team, in agreement with the family, decided to discontinue all further treatment. The patient passed away.

Manufacturer narrative:
B2: date of death: the date of death was not reported and was entered as an estimate based on the event description.

Event description:
It was reported that the shaft broke, the balloon ruptured, and patient death occurred. The patient presented with coronary artery disease (cad), in-stent restenosis and underwent percutaneous coronary intervention (pci) targeting severely calcified of the proximal venous bypass graft via radial access using an al2 guide catheter. Pre-dilatation was performed with 2.0 mm and 2.5 mm balloons; a 4.0 mm balloon failed to cross the lesion, while both a 3.0 mm and a 4.5 mm non-compliant (nc) balloon successfully passed and pre-dilated the area. A 4.50 x 16 mm synergy megatron drug-eluting stent was selected for use. The balloon shaft was inspected prior to insertion, with no visible kinks noted, and minimal force was required to advance the delivery system. The stent deployed in the proximal venous graft. During balloon inflation, rupture occurred, evidenced by contrast leakage. The balloon expanded distally and proximally but not in the middle, producing a "dog bone" appearance. The maximum pressure reached was 3 atm. Upon retraction, no resistance was encountered, but it was noted that approximately 20 centimeters of the distal portion of the delivery system, including the balloon, had remained inside the patient. Angiography confirmed the retained segment by visualizing balloon markers. Multiple retrieval attempts were made over 1.5 hours using a gooseneck snare, both over the initial wire and a second wire, but these were unsuccessful. The procedure was prolonged, additional medication was administered, and the patient was scheduled for surgery later. During surgery, one day later, the stent and balloon became lodged at the proximal anastomosis of an old saphenous vein graft, which had been implanted into a pericardial patch sewn onto the aortic wall. The lima graft was inadvertently severed during surgery. The surgeon constructed a new graft to replace it. The stent and balloon were removed in one piece along, along with a short proximal segment of the vein graft. The detached distal end of the delivery system, including the balloon, was also successfully retrieved. Following the procedure, the patient experienced a cerebrovascular accident (cva) and reported feeling unwell. A transesophageal echocardiogram (tee) was performed; however, imaging of the heart proved challenging. Air was observed in the thoracic cavity, likely resulting from the surgical intervention. Additionally, a tear was identified in the esophagus, possibly caused by the tee procedure. Esophageal cancer was also noted by another physician during the consultation. Given the patient's multiple comorbidities and deteriorating condition, the medical team, in agreement with the family, decided to discontinue all further treatment. The patient passed away. It was further reported that the venous bypass graft demonstrated a calcified stenosis at the ostium, which was severe and necessitated intervention. In the physician's opinion, the synergy megatron device was implicated in the complication and indirectly contributed to the patient's death. The shaft fracture was described as spontaneous, occurring without any external provocation. The physician noted that, had this complication not occurred, the patient would likely have survived. However, the death was not attributed to a single direct cause, but rather to a cascade of complications and clinical findings that collectively led to the patient's demise.